Manufacturer narrative:
A ge service representative performed an on site investigation. The image intensifier was found worn during the service call. The customer does not want to make the repairs at this time.

Event description:
The customer reported that the system dose rate was too high. No patient injury was reported.